Event description:
Received report that the male luer lock threads are not matching up to connect with the insyte IV catheter that they use. It is difficult to screw the IV set onto the catheter as the threading is not in alignment. Due to this, they have had reports where the connection is off center and therefore, it takes about a minute to try and adjust the connection while the IV site is leaking blood. They also reported that the male luer lock is ¿top heavy¿ meaning the weight of the insertion site makes it easy for the insyte to slip out of the vein before securing the IV. For the same reason, the tubing also bends and twists easily adjacent to the screw on site preventing the IV solution from flowing. There was no report of patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned because it has been discarded. Unable to determine the cause of the customer¿s reported experience.